Manufacturer narrative:
Although the device was requested to be returned for evaluation, it has not been received. Without the returned device, a probable cause is unable to be determined. The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint.

Event description:
It was reported that a primary plumset, 0.2 micron filter, clave y-site, pe lined tubing, 104 inch generated a leak during patient infusion of an unspecified chemotherapy. The reporter visualized the event and confirmed that all aspects of ICU medical manager customer success recommendations were followed. The patient was adamant about keeping the filter held vertically, as it was the 3rd leak with this particular product in the last couple of days. Their technicians are now extremely vigilant about keeping the filter vertical at all times and the clamps secured at all times other than priming. The leak caused delays in therapy. There was no patient harm reported.